Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 5:00am after the end user alleged that she received lower than normal blood glucose results from her prodigy diabetes meter. The end user experienced shaking, sweating, confusion, dizziness, memory loss and passed out. Her blood glucose reading at the time of the medical event was 65 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result according to the end user was 5 mg/dl. Saline was administered along with juice and a peanut butter and jelly sandwich. The paramedics ensured that the end user's blood glucose was stabilized and there was no further need for transport to the ER. No additional details were provided in regards to this medical event.